Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an oversizing of the cylinder, the cylinder was too long, resulting in a bulge of the left corporal body upon inflation causing discomfort and pain. The ipp cylinders and pump was explanted and replaced with a more proper size of ipp cylinder and pump. The patient fully recovered following the procedure.